Event description:
It was intended to treat a moderately tortuous and moderately calcified lesion in the rca with a resolute integrity rx drug eluting stent. The lesion was first pre-dilated with a 2.0x12mm unknown brand balloon. The resolute integrity device was inspected prior to use with no issues noted. It was reported that during advancement of the resolute integrity device to the target lesion resistance was encountered and the stent could not be positioned. Resistance was also encountered on withdrawal of the device. It was reported that when the device had been removed from the patient, significant deformation of the stent was observed. Further pre-dilatation of the lesion was carried out with a 2.5x15mm balloon at 13 bar and the procedure was completed using a 2.5x12mm resolute integrity drug eluting stent system. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The middle section of the stent was deformed; the struts were raised and stretched.

Manufacturer narrative:
Results, conclusions: stent deformation, lesion morphology. (B)(4).